Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 10:30am with a blood glucose level of 557 mg/dl. The customer expressed the following symptoms: high ketones and vomiting. The customer stated, he had received a no delivery alarm from his insulin pump, so he changed his infusion set. The customer did not believe his insulin pump was delivering the correct dosages of insulin. Troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. No excessive no delivery alarms were noted. The unit received with cracked case at display window and display window corners. The unit received with minor scratched lcd window.